Event description:
It was reported that while programming a secondary infusion the clinician noted a bubble in the infusion line moving below the pump channel. The secondary line was dripping. The pump channel was closed, however medication was still flowing towards the patient. The clinician clamped the line and switched to a different channel. The malfunctioning pump channel was removed from the floor. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported issue of an inaccurate delivery was not identified during the investigation. The returned device was fully evaluated. Thorough laboratory testing performed on the suspect pump module found the pump module performing with no errors or malfunctions. The event reported by the facility could not be observed in the logs, however, the over infusion product analysis procedure, the online air product analysis procedure were performed, and a full preventive maintenance task was performed with alaris system maintenance (asm) v12.3.0. During testing there were no observations of unregulated flow. Set loading and unregulated flow testing observed no issues. Laboratory testing performed on the source pump module¿s air in line detection system found the device was detecting air for both single air bolus and accumulated air bolus within specification. A full preventive maintenance task was performed on the suspect lvp utilizing the alaris maintenance (asm) software version 12.3.0 all tasks performed passed successfully external and internal inspection process was performed on the pump module, there were no issues or anomalies identified during the inspection of the suspect device. The time of the event was not reported by the facility; however, the date was reported as 04sep2024. The system logs of the pump module associated with the reported incident were downloaded. Since no event time was reported the last infusion administered by the suspect sn (B)(6) on (B)(6) 2024, was reviewed. On (B)(6)2024 at 07:23:43 pm, the pump module s/n (B)(6) was programmed with a primary infusion of drug ID unknown: rate =343.333 ml/hr vtbi = 90ml on (B)(6)2024 at 07:39:28 pm, the infusion completed, entered standby mode and alarmed with call back after infusion. On (B)(6)2024 at 07:40:23 pm, the pump module was channeled off. During the review of the lvp records, no secondary infusion programming was observed. Review of the pump module error logs showed no errors were recorded on the reported event date. The alaris system dfu (v12.1.3) states that the clinician must ensure that air is expelled from line prior to beginning infusion when priming. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue of an inaccurate delivery was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a0404, c06, c23, d15, d11, g04037, g0405206, codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that while programming a secondary infusion the clinician noted a bubble in the infusion line moving below the pump channel. The secondary line was dripping. The pump channel was closed, however medication was still flowing towards the patient. The clinician clamped the line and switched to a different channel. The malfunctioning pump channel was removed from the floor. There was patient involvement but no harm.